Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A possible pericardial effusion was suspected but an echocardiogram did not show a pericardial effusion. A chest x-ray showed an apical pneumothorax. The patient was seen for a revision procedure where the lead was successfully repositioned. The lead remains in service.